Event description:
It was reported that high lead impedance was detected upon diagnostic testing. The patient¿s device was subsequently programmed off. No known surgical interventions have been reported to date.

Event description:
An email was received on 03/02/2016 indicating that the patient has had seizure freedom since the device has been disabled for the past 6 months. The patient did undergo a full explant of the lead and generator on (B)(6) 2016. Per the explanting facility's policy, the devices will not be returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient reported that she has been told in the past that due to where the lead was placed she could not have a lead revision. It was reported that the patient is pursuing explant. No surgical interventions have been reported to date.